Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the system was not in clinical use when the issue occurred. A philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray functionality was not working. Upon functional testing the fse found that the imaging clarity pc failed to boot up and the incoming power would not start with a pc power switch. Review of the system log file showed that the frontal image processing pc (ip-pc) failed boot up. The cause of the reported problem was a defective ip-pc. The fse replaced the ippc and configured the system. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the x-ray functionality was not working. No harm has been reported to philips. Philips has started an investigation of this complaint.